Manufacturer narrative:
The device was returned without identified device or use problem. As received, a complete lead was returned in two portions for analysis. Failure event observed during analysis. Visual analysis found three external insulation abrasion breaching the outer insulation consistent with friction to the device can and friction to another device located on connector portion. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.